Manufacturer narrative:
The probable cause of the device overheating was attributed to worn bearings. Worn bearings can cause overheating due to increased friction between the moving parts.

Event description:
The core impaction drill was sent for service and it overheated during performance testing. No adverse event was associated with the device.